Manufacturer narrative:
Additional information: section d.9. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The recipient healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced chronic middle ear infections. The recipient's device was explanted. The recipient was not reimplanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and silicone damage was observed on the top cover of the device, as well as a slice on the large tubing by the proximal end. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire by the electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3 & d.6b the recipient was treated with with antibiotic treatment prior to surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.